Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperative findings included puss, arthrofibrosis, bone loss from the distal femur and proximal tibia, and gross loosening of the femoral and tibial components-interface unknown. On (B)(6) 2018, he then underwent stage 2 of the revision with permanent placement of a competitor¿s revision system. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (stage 1).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.